Manufacturer narrative:
This report is being filed under exemption.

Event description:
Journal reference: schuele su, kellinghaus c, et. Al. "Incidence of seizures in patients with multiple sclerosis treated with intrathecal baclofen." Neurology 2005; 64(6): 1086-7. The article describes a study of 99 ms patients being treated with intrathecal baclofen for spasticity using implantable infusion pumps and catheters. Reportable events: the programmer (n=1) - one patient experienced nonconvulsive status epilepticus (ncse) immediately after the initiation of itb therapy. Evaluation of the pump reservoir revealed and accidental overdose of 10 fold (2,050 ug the programmed bolus). Video-eeg demonstrated frequent sub-clinical focal seizures. The pump (n=1) - one patient developed ncse in the setting of sepsis 3 months after pump implantation. Video-eeg demonstrated frequent subclinical focal seizures. The pump (n=1) one patient developed recurrent right focal motor status epilepticus 2.5 years after itb therapy was initiated. The epileptic events repeatedly occurred in the setting of febrile urinary tract infections and resolved with antibiotic and antiepileptic therapy while the itb treatment was continued.